Manufacturer narrative:
Other text: the returned radical-7 was evaluated. The device remained on battery power for approximately 1 hour prior to powering off. The full charge capacity of the battery was below the minimum for a new battery. During testing, all alarm conditions were audible and visual.

Event description:
The customer reported the radical-7 "switches off after a short running time." There was no patient impact or consequence reported. There was no patient impact or consequence reported.

Manufacturer narrative:
Masimo has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed.  If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the radical-7 "switches off after a short running time." There was no patient impact or consequence reported. There was no patient impact or consequence reported.